Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's husband reported that his wife's insulin pump did not appear to be working properly. Her blood glucose was 507mg/dl at the time of reporting, which she was treating with her insulin pump. The husband reported a wide difference between blood glucose readings and sensor glucose readings. It was determined that the sensor the customer was wearing was bent. The sensor is being returned and replaced. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.